Event description:
Related manufacturer reference number: 2017865-2023-19911. It was reported that the patient presented to the hospital for a procedure on 25 apr 2023. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which led to inhibition of pacing. There was inappropriate mode switch due to noise on ra lead. The physician performed lead revision procedure where the rv and ra leads were capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.